Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroidectomy, the nim tube was dislocated above the vocal cords at the end of the procedure. The cuff ended up above the vocal cords, probably during or after removal of the half-sided thyroid. Cuff pressure was intact, slight air leakage, for which extra air had already been added to the balloon once. The leak discovered after removal of the half-sided thyroid. There was approximately 100 ml of ventilation leak per time. Upon inspection, the cuff was above the vocal cords like a 'balloon' and closed the airway from the 'wrong' side. Due to the tube dislocation and the extra air insufflation in the cuff, ventilation remained good. The cuff had ended up above the vocal cords due to manipulation. The tube was probably dislocated at the end of the procedure during removal of the preparation. The procedure was delayed by 10 minutes. The procedure was completed with standard size 6.0 endotracheal tube. There was no patient injury.

Event description:
Additional information received stated that the patient can be ventilated, but not adequately, due to the leak in ventilation. The procedure was completed successfully, nerve monitoring was no longer necessary.

Manufacturer narrative:
Medical safety review assessment performed and stated that with the limited information available, it was determined that there is insufficient information to fully assess the relatedness between the product and the event, but it is possible that they are related. As per IFU "do not attempt to use an emg endotracheal tube without first performing a cuff inflation test. Inflate the cuff with air and visually inspect the cuff for any abnormality. Replace with another emg endotracheal tube if any adverse abnormality is found. Cuff deflation or diffusion of a gas or gas mixture (nitrous oxide, oxygen, air) might result in cuff pressure and volume variation. Monitor the cuff pressure during the procedure. Do not over inflate the cuff. Over inflation may cause cuff deformation, deflation or rupture resulting in tube blockage and/or tracheal damage. Avoid inadequate oxygenation and/or tracheobronchial injury, which may be caused by: excessively bending the tube causing it to kink or retracting the tube which may cause it to crush. Placement in the right main bronchus (deep intubation) by confirming the correct positioning after intubation. A collapsed or blocked tube after performing a test inflation, by inspecting the inner diameter of tube for patency after test inflation. To avoid disrupted air supply, confirm, monitor, and maintain anesthesia gas delivery systems and connections at all times". B5: updated with additional information. H6: previous annex codes e2403, f26 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.